Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 18 previously reported events are included in this follow-up record. Product return status 16 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 3 reported events were confirmed. 13 reported events were not confirmed. Evaluation results 3 devices were found to be affected by corrosion. 3 devices were found to be affected by corroded bearings. 6 devices were found to be affected by a lack of lubrication. 3 devices were found to be affected by damaged/shattered bearings. 1 device was found to be affected by worn internal components.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. - 16 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 18 previously reported events are included in this follow-up record. Product return status 16 devices were received. 2 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 17 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 18 reported events are included in this follow-up record. Product return status 4 devices were received. 14 device investigation types have not yet been determined. Event confirmation status 2 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 3 devices were found to be affected by corrosion. 1 device was found to be affected by worn internal components.

Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 3 devices were received. 14 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. 2 reported events were not confirmed. Evaluation results: 3 devices were found to be affected by internal corrosion. Additional information: 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 15 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.